Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows that the product was released per specifications. The customer reported the infusion would not go in. However, only the cassette and manifolds were returned. Components from labstock were used to replace missing components and continue functional testing. A trocar valved sample was not returned for evaluation. A fit test was performed between the returned infusion cannula and a trocar cannula from labstock; the infusion cannula could fully engage the trocar cannula securely. No anomalies were observed. The returned sample was then tested on a console representing the current software version. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from basic salt solution to the drain bag without any interfering. The root cause of the customers complaint could not be established as the customer did not return all the components associated with the event, as such, a full evaluation could not be performed. Without the suspect product, the exact root cause of the event could not be determined. The sample that was returned was tested, and met specifications. (B)(4).

Event description:
A customer reported that the infusion line would not go in and the cutter would not work properly during a vitreoretinal procedure. Additional information and product sample have been requested for this report, however, there have been no updates received. This is the first report of two reports for the same event. This report will address the infusion line.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).